Event description:
During davinci assisted laparoscopic sigmoid colectomy the davinci stapler failed and had to be removed manually with specific wrench.

Event description:
During davinci assisted laparoscopic sigmoid colectomy the davinci stapler failed and had to be removed manually with specific wrench.